Event description:
On november 26, 2004, the customer care representative (ccr) contacted the patient regarding, the letter mailed to lifescan alleging, that his one touch ultra meter was reading inaccurately high. The patient was unable to recall any results. He did not experience any symptoms of high or low blood glucose levels. On occasions, he contacted his nurse due to the elevated results and his medication regimen was changed from insulin to oral medications. On one occasion, he contacted the paramedics; however, the request was cancelled, as the patient realized the meter was at "fault", when compared to another meter. No results were provided. The ccr reported, that he was unable to check the meter results, as the meter display was "faulty". Apparently, the meter was prompting "rrrrrrrr". There was no further troubleshooting performed. The patient confirmed that there had been no trauma to the meter and believed that the display may have been damaged in transit. The patient neither alleged harm nor experienced injury or medical intervention. Based on the insufficient information, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The patient was advised that the meter would be sent for investigation.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.